Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, lot testing, a review of labeling, and a review of manufacturing records. The customer complained of a patient sample that generated false positive b-hcg results while being run on the architect i1000sr instrument sn (B)(4), with b-hcg lot number 36904ui00. A physician determined the patient was not pregnant. A review of other complaints for lot 36901ui00 did not identify any issues. The customer was referred to the b-hcg package insert where there is adequate discussion of persistent high b-hcg results. There was no sample available for return. Testing was performed with file samples of lot 36901ui00. All testing demonstrated the lot meets all specifications for acceptable performance. A review of the certificate of analysis (coa) finds that all specifications were met at the time of manufacture. Based on the investigation results, there is no deficiency of the b-hcg assay demonstrated and there is no indication that a malfunction occurred.

Manufacturer narrative:
The original evaluation had the incorrect lot listed 36904ui00 which should be 36901ui00 - corrected below. Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, lot testing, a review of labeling, and a review of manufacturing records. The customer complained of a patient sample that generated false positive b(B)(6) results while being run on the architect i1000sr instrument sn (B)(4), with b-(B)(6) lot number 36901ui00. A physician determined the patient was not pregnant. A review of other complaints for lot 36901ui00 did not identify any issues. The customer was referred to the b-(B)(6) package insert where there is adequate discussion of persistent high b-(B)(6) results. There was no sample available for return. Testing was performed with file samples of lot 36901ui00. All testing demonstrated the lot meets all specifications for acceptable performance. A review of the certificate of analysis (coa) finds that all specifications were met at the time of manufacture. Based on the investigation results, there is no deficiency of the b-(B)(6) assay demonstrated and there is no indication that a malfunction occurred.

Event description:
The customer stated that the architect analyzer generated falsely elevated b-hcg results on one patient compared to a quantitative rapid test. The initial patient sample was drawn on (B)(6) 2014 and generated a result of 39miu/ml(>25.0miu/ml = positive). The physician questioned the result and had the patient redrawn on (B)(6) 2014, ((B)(6)) which generated a result of 31 miu/ml. The sample from (B)(6) 2014 was sent out to another lab where it was tested with an unknown method but generated a result of <1 miu/ml = negative. The sample also had a rapid test done which generated a negative result. There was no reported impact to patient management. There was no additional patient information provided.